Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump could not accept any infusion set connector, with or without a cartridge installed, despite attempts that included a dry-run fill, a rewind, and multiple cartridges and connectors. Symptoms included no clinical effects. Outcomes included product replacement and user education on shutdown and data handling. Investigation included review of the reported issue and collection of device history and use information pending device evaluation. Investigation of the returned device revealed no mechanical interface or fitment failure at the infusion set connection point of the pump.